Manufacturer narrative:
Currently it is unknown whether the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer insulin pump had display anomaly. The customer¿s blood glucose level was unknown. Customer reported that the pump was weird thing when the pump screen will go really fuzzy for a bit. The customer was advised the pump will need to be replaced. The customer was advised to discontinue use of the pump and was advised to revert to back up plan per health care professional instruction. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump powered up properly after battery installation. No white, gray, or fuzzy display noted. The pump passed the self test, sleep current measurement, active current measurement, and the displacement test. The pump was monitored for two days and no display anomaly noted. The pump was received with scratched case, cracked select button keypad overlay, partially broken retainer, and pillowing keypad overlay.